Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's [complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -considerable mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source of the hysteroscope had broken off. The issue occurred during preparation for use for an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.